Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was still in the intensive care unit (ICU) on anticoagulant medications. The patient was deem not a candidate for vad exchange at the time. It was stated that over the past two to three days the vad parameters have fully came down back to normal, flows were back in the middle fours and power was also back in the middle fours. The patient's coca cola colored urine had resolved and the patient's lactate dehydrogenase (ldh) had peaked to 4,182 but went down to 1,511. The team has discussed possible catheter directed tissue plasminogen activator (tpa) but are waiting on that at the time. It was stated that the team considered that the improvement of the urine and the ldh may be due to the vad being completely clotted off, therefore no flow was going through, but however now with the improved parameters, the team believes the clot might be resolving. The patients renal function has been elevated since sunday and also had elevated lactate, which was being monitoring closely. A swan was placed to more closely monitor fluid status, so for now the plan is to continue current anticoagulant medication drops and hope this clot is resolving. The patient was on aspirin and blood thinners for twice a day, due to the patient being non-compliant with anticoagulation therapy at the time of admission. The patient's ldh was lastly recorded at 1300 and the last vad parameters were normal.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high power event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to the high power event, vad thrombus was suspected. The patient was originally taken off anticoagulants for noncompliance and now has started anticoagulant treatment again. Additional information from the site indicated that the patient was still in the intensive care unit (ICU) on anticoagulant medications. The patient was deem not a candidate for vad exchange at the time. It was stated that over the past two to three days the vad parameters have fully came down back to normal, flows were back in the middle fours and power was also back in the middle fours. The patient's coca cola colored urine had resolved and the patient's lactate dehydrogenase (ldh) had peaked to 4,182 but went down to 1,511. The team has discussed possible catheter directed tissue plasminogen activator (tpa) but are waiting on that at the time. It was stated that the team considered that the improvement of the urine and the ldh may be due to the vad being completely clotted off, therefore no flow was going through, but however now with the improved parameters, the team believes the clot might be resolving. The patients renal function has been elevated since sunday and also had elevated lactate, which was being monitoring closely. A swan was placed to more closely monitor fluid status, so for now the plan is to continue current anticoagulant medication drops and hope this clot is resolving. The patient was on aspirin and blood thinners for twice a day, due to the patient being non-compliant with anticoagulation therapy at the time of admission. The patient's ldh was lastly recorded at 1300 and the last vad parameters were normal. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient relate d factors, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced continuous high-power alarms for few days and the team increased the alarm limit to 23. The patient was admitted as the vad powers were slowly increasing everyday to 18w. The patient had high flows and vad thrombus was suspected. No logfiles were available at the time and the patient was not listed for heart transplant. The patient was originally taken off anticoagulants for non compliance and now has started anticoagulant treatment again. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.